Event description:
It was reported that the patient underwent gynecological surgery on (B)(6) 2011 and mesh was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent gynecological surgery on (B)(6) 2011 and mesh was implanted. The patient underwent mesh implantation in order to treat recurrent uterine bleeding and stress urinary incontinence. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. It was reported that following insertion the patient experienced mesh erosion, vaginal pain and discomfort when sitting or standing, right lower quadrant pain, pain and discomfort during sexual intercourse; pelvic pain; pelvic adhesions; bleeding and vaginal scarring. It was reported that patient underwent mesh removal on (B)(6) 2011 for extreme pain as well as discomfort during sexual intercourse, walking, and mesh erosion. No additional information has been provided.

Manufacturer narrative:
It was reported that the patient underwent excision of scar tissue of the vaginal wall on (B)(6) 2012 due to vaginal wall defect and ovarian cyst. (B)(4).